Manufacturer narrative:
Concomitant medical products: evproplus-29us valve implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing phrenic nerve stimulation with left ventricular (lv) lead pacing. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.